Event description:
Caller states that he tested earlier in the day and received a result of 113mg/dl. Later he woke his wife up stating his blood glucose was low and tested at 46mg/dl, no timeframe provided. Wife reports he was incoherent at this time. She gave him orange juice, glucose, and peanut butter and called the paramedics. By the time the paramedics arrived, he notes he felt better and no treatment received. He states that the paramedics took a reading on their device, not provided. No quality controls were used. Requested return of suspect device and replacement was sent.